Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a higher than expected reading, which lead to hypoglycemia. On the day of the incident the user received a blood glucose result of 490 mg/dl. Based on this erroneous high result the customer's mother administered an extra dosage of insulin. The mother could not provide how many additional units she administered. At an unknown time the customer began to experience low blood glucose symptoms of trembling and feeling dizzy. The user was taken to the hospital. At the hospital the customer was treated for hypoglycemia, however the type of treatment provided was unknown. The user was hospitalized for one night.